Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter: occurred during a laparoscopic radical resection of rectal cancer. The patient's medical history is hypertension. The stapler was being applied to the rectum. The device was able to fire but there was bad staple formation. The staples were not fully formed. In order to resolve the issue and complete the case, changed to another manufacturers product. There was no patient harm. The patient status is alive, no injury.